Manufacturer narrative:
The device has not been received for eval. A supplemental report will be submitted when the eval is complete. The cutter assembly contained within the stellaris 25 gauge posterior vitrectomy pack is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing. Report 2 of 3.

Event description:
A report was received from a user facility in the USA with the following info: the stellaris device was set up for intervention related to a blood clot over the macula and central retina due to end stage proliferative diabetic retinopathy (pdr). The device passed prime and testing without event. The device was set for a cut rate of 5000 cuts per minute (cpm) and vacuum set for 600 mmhg. As surgery began, vacuum became intermittent. The cutter would cut the blood clot; however, it would stop and not respond. The device was checked and all connections passed inspection. The cutter was subsequently replaced, primed and tested. Surgery continued; however, the surgeon again experienced issues with vacuum and cut. A third cutter was then primed and tested; however, the surgeon continued to have issues and requested a millennium device to complete the surgery. The millennium was set up and globe pressure was maintained during the transition. The case was then completed without event. There was no report of pt harm.